Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. As per clinical, impella 5.5 prepped and inserted via right axillary per best practices, but hematoma was observed at access site and washout was done. The cause of the access site bleeding issue was not determined since product was not returned and due to insufficient clinical information.

Event description:
The user facility reported a 53-year-old male awaiting heart transplant or durable left ventricular assist device was implanted with an impella cp device for mechanical circulatory support. The patient developed a hematoma at the access site and was sent to the or for a washout. The impella was explanted and the patient was transferred to the ICU.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿